Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown error. The specific error was not reported. It was not specified when in the therapy this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the alarm log revealed system error 2417, r172 and r197 alarms. The reported issue was verified as a system error 2417 alarm. The cause of the issue was determined to be due to a defective membrane gasket. To correct the issue the membrane gasket was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue could not be identified through an event history log review a service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted